Manufacturer narrative:
MFR's report date on: (B)(6) 2014. Internal file no: (B)(4). The affected product has been received and the eval is pending. A follow up report will be submitted once the eval is completed.

Event description:
The customer reported a leak from the filter during an infusion from a noe liter methotrexate glass bottle. The vented low sorb set with filter and added texium was primed by the pharmacy. The leaking was noted within the first minute after the infusion was started. There was no report of pt harm or medical intervention. No additional pt or event details were provided by the customer.